Manufacturer narrative:
An event regarding alleged damage involving a restoration modular body/stem separator was reported. The event was confirmed. Method & results: device evaluation and results: the devices were returned in used condition. The collet was assembled to the puller and could not be disassembled. The cone body could not be removed from the collet/puller construct. After the devices were disassembled, the collet could be repeatedly assembled to the puller without issue. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Conclusions: the collet and puller showed no evidence of galling or thread damage. The collet could be repeatedly assembled to the puller without issue. The likely cause for this event was inadvertent over tightening caused by the collet being reverse threaded to the puller.

Event description:
Surgeon wanted to readjust the cone body version after impacting the implant, used the body stem separator to remove the cone body from the stem. When the surgeon went to disengage the distal collet to release the body he was unable to unthread it. He was advised that it was a reverse thread however neither the surgeon, scrub nurse or his assistant were able to unthread the collet to release the body. A replacement cone body was implanted. There was a 30 minute delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon wanted to readjust the cone body version after impacting the implant, used the body stem separator to remove the cone body from the stem. When the surgeon went to disengage the distal collet to release the body he was unable to unthread it. He was advised that it was a reverse thread however neither the surgeon, scrub nurse or his assistant were able to unthread the collet to release the body. A replacement cone body was implanted.